Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was providing an error related to the master tool manipulator. After the restart, the site was not able to continue with the procedure. The procedure was converted to a traditional laparoscopic procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that issue occurred prior to starting, before patient was under anesthesia. Due to the system issue customer did not start procedure using da vinci system, they did procedure by laparoscopy.